Event description:
It was reported that the two leads were discovered to be broken by the urologist the week prior to the report. It was not clear if the patient¿s prior system was still implanted or the urologist was referring to the contacts on the lead. The patient¿s symptoms were ¿going much more often,¿ noting she had been ¿peeing a lot but not much comes out.¿ the patient needed programming; a new handheld remote was received but ¿something was wrong with it.¿ a patient injury was reported. The patient fell in (B)(6) 2014 where she was taken to the hospital due to cellulitis with her leg. The patient had been in the hospital in (B)(6) 2014 for 3 weeks then to an assisted living. No alleged device involvement, however. Follow-up is being conducted to determine diagnostic tests, troubleshooting, actions,causes, and patient outcome.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a loss or change of therapy. The patient continued to be going to the bathroom a lot more since the fall in (B)(6). The settings were increased to a point where the patient was able to feel it; the symptoms were going to be monitored at the new settings. The device had to be reprogrammed because "something was wrong with it."

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0dc0j, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_lead, product type: lead.(B)(4).

Event description:
Additional information received via the friends and family of the patient reported the previously reported information that the patient had fallen at the end of (B)(6). The device was checked and they were told that two leads were broken but that they weren't important.